Event description:
The baxter sales rep indicated the facility, a colleague triple channel pump over infused heparin during pt use. The risk mgr indicated there was "a suspicion of a malfunction with the colleague pump". The nurse reportedly went into pt's room because the pump was beeping. The alarm said "low battery". The nurse indicated she plugged the device into an outlet on the wall and the alarm was not silenced and the battery light was still lit up. The nurse unplugged the device again and before she could plug the device into the outlet, the machine "died". The nurse plugged the device in and restarted the medication. The nurse indicated she went back into the room approx 10 mins later, because the device was beeping again and the heparin bag was empty. The nurse states that when she left the room, there was about 1/2 inches of medication left in the bag. The staff felt that the patient may have received a 5000 unit bolus of heparin within approximately 10 mins. It is unk which channel the heparin was infusing on. The other 2 channels were also being used to infuse unk medications. The current policy does not require heparin programming to be double-checked by another clinician. The rm indicated there might have been a possible programming error. The patient's blood pressure dropped to an unk "low" level. A computed axial tomography (cat) scan confirmed a retroperitoneal bleed. The patient was transferred to the intensive care unit (ICU) and transfused with 3 units of blood. The patient was started on dopamine 5mcg/kg to maintain the systolic blood pressure >80. The pump continued to be used for an unk amount of time. Reportedly the patient remains hospitalized and has developed "heparin antibodies".

Manufacturer narrative:
The device has been identified and sequestered. The device was evaluated by the biomedical department and noted that the event history of the incident was no longer available because over 1000 keystrokes had been entered prior to receiving the pump. The facility biomedical dept could not duplicate any of the symptoms described in the incident report for this pump. The facility declines to release the device to baxter for evaluation. However, the facility has requested that an on-site visit be arranged to evaluate the device. A follow-up report will be filed upon completion of an evaluation or if any add'l info becomes available.